Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit printer is not working. It would not print a full strip and sometimes not at all. The patient was reportedly going to remain on the pump and it would be reported to biomed once removed. No patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fse spoke with onsite bmet who confirmed no printout available after confirming paper loaded properly. Replaced printer and tested to ensure proper operation. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit printer is not working. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit printer is not working. There was no patient involvement.